Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported channel/air water nozzle clog was observed to be a black rubbery foreign matter but otherwise could not be identified. The root cause of the issue could not definitively be determined, as there was no device deformation observed that might contribute to the retention of foreign material and no additional event or reprocessing information was reported or is available. The event can be detected/prevented by following the instructions for use section below: ¿gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection¿. ¿gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed and the channel was not obstructed. Evaluation did find the bending section cover adhesive was worn out, the light guide lens was chipped, the objective lens was cracked, bending angulation was out of specification, the universal cord was buckled, and the lens adhesive was worn out. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope was not machine washable and the channel was obstructed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The nozzle was clogged with a dark rubbery material which seemed to be seal residues that could not be removed. The report is being submitted due to foreign material in the scope found during evaluation.